Event description:
It was reported that the device cannot calibrate temperature. No additional information.

Manufacturer narrative:
Other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a faulty pump, corroded drain fitting, and cracked water tank. Functional testing found there was no water circulating, so no water heating, and therefore no calibration. The root cause of the reported issue was found to be a faulty pump. Replaced the pump, drain fitting, and tank cover. The device passed all functional testing.